Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 20mmx2.5mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.25x28mm promus element stent was advanced to treat the lesion. However, the stent delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.25 x 28 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage. The first, second and third stent strut on the proximal end were lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual examination of the hypotube found multiple kinks and a break 250 mm distal to the distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 20mmx2.5mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.25x28mm promus element stent was advanced to treat the lesion. However, the stent delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the device was completely removed from the patient's body.